Event description:
On (B)(6) 2019, a (B)(6) baby at approximately 5 weeks of life with a patent ductus arteriosus (dimensions not provided) underwent transcatheter pda closure using the 04-02 amplatzer piccolo occluder. Pre-procedure the patient was on a high frequency oscillator ventilator and was being treated over a period of 4 weeks for bacteremia. The tricuspid valve was passed initially using a whooly wire 0.035" with a glide catheter and then replaced with the torque lp catheter. There was difficulty going through the right ventricle into the pda, but the device was delivered without difficulty. At the end of the procedure it was noted that the anterior leaflet of the tricuspid valve was flailing, causing moderate tricuspid regurgitation(tr). The moderate tr was directed through a pfo causing post-procedure desaturation. The patient post procedure required 100% fio2 on a high frequency oscillator ventilator with nitric oxide and sildenafil. Bosentan was added to the treatment. The patient is currently extubated and will be monitored closely. There are no immediate plans for any further interventions.

Manufacturer narrative:
An event of difficulty advancing the catheter through the right ventricle and the anterior leaflet of the tricuspid valve "flailing" causing tricuspid regurgitation and desaturation after the procedure was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.